Manufacturer narrative:
(Date of event) of the initial medwatch report indicates: (B)(6) 2013. (Date of event) of the initial medwatch report indicates: (B)(6) 2013.

Event description:
The customer initially reported that the service indicator illuminated during a patient event. There was no report that the service indicator or the event code(s) logged during the event had any affect on the outcome of the patient. The patient did not suffer any adverse effects during the reported issue. After an evaluation of the device by physio-control, it was observed that the event codes logged caused the device to not have the ability to deliver defibrillation therapy and also caused the device to give a "connect electrodes" message.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that a filter, designator fl29 was broken off of the pcb assembly. The filter being broken off causes the reported event codes and the observed failure to deliver therapy and the "connect electrodes" message.